Event description:
Customer reported an issue with incorrect time settings on their device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump time and advised them to monitor for any future discrepancies greater than five minutes. The customer understood the instructions and was informed to follow up if the issue recurs.